Manufacturer narrative:
The roche analyzer's serial number was requested but not provided. A general reagent problem was excluded, as there are no other reported complaints of this material. Per labeling, " cea values determined on patient samples by different testing procedures cannot be directly compared with one another and could be the cause of erroneous medical interpretation." The investigation was unable to determine a direct root cause due to the limited data collected.

Event description:
There was an allegation of a questionable elecsys cea result from a non-specified roche analyzer for one patient. The initial result was 4.1 ng/ml. A repeat result on the same analyzer was 4.5 ng/ml. A result from another laboratory on another unspecified analyzer was approximately 11 ng/ml.